Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a black screen. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. Customer stated that they changed out the batteries 4 times and nothing came on the screen but a black bar that was on the liquid crystal display screen that was flickering. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. Device passed the delivery accuracy test. No missing segments or partial display anomaly noted..